Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery for pain 17 months after primary surgery. Patient ID: (B)(6).